Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e102/lamp goes out¿, was not reproduced, and a root cause could not be identified. This event occurred during routine maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus visera elite xenon light source, the unit¿s brightness was failing intermittently and an e102 error code was present. This event had no patient involvement.